Manufacturer narrative:
A ge service rep performed an on site investigation. The video card was replaced. The system was then found to operating as intended.

Event description:
The customer reported the system failed to produce an image. No report of pt injury.